Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced inappropriate shocks from the system. The physician performed an invasive procedure and elected to explant the ICD and lead.